Event description:
It was reported the atrial lead was fractured. A complete lead extraction was attempted and failed. The lead was partially removed and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7278 implantable cardioverter defibrillator (B)(6) 2005. (B)(4).